Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence, corrosion, and even mold around the battery connectors, and on the back of the lcd screen. There are also tiny water droplets on the front of the screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.

Event description:
The customer reported via phone call that insulin pump had replace battery alarm. Customer's blood glucose level was unknown. Customer stated insulin pump battery life was shorter than before. Troubleshooting was performed. The insulin pump will be returned for analysis.